Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter was difficult to remove and broke. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the guidezilla ii had no issues during use. However, when the device was removed, resistance was met at the y connector part. Furthermore, when the device was pulled out, severe resistance was met and the guidezilla ii was broken/became separated. The separated guidezilla ii remained inside the guide catheter and was immediately removed as a unit. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the catheter was difficult to remove and broke. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the guidezilla ii had no issues during use. However, when the device was removed, resistance was met at the y connector part. Furthermore, when the device was pulled out, severe resistance was met and the guidezilla ii was broken/became separated. The separated guidezilla ii remained inside the guide catheter and was immediately removed as a unit. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f long guidezilla 2 guide extension catheter in two pieces. The tip, distal shaft, collar and hypotube was microscopically and visually inspected. Inspection revealed tip damage (misshapen), a complete separation of the shaft located at the collar, and distal shaft kinks located 12.5cm and 24.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.